Manufacturer narrative:
(B)(4). Batch # unknown. Product was not returned. Based on the information available, it has been determined that no corrective and preventive action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. A manufacturing record evaluation was performed for the finished device cdh25p lot number v94723 and no non-conformance's were identified. Additional information: the device was used on the rb. The anvil in question was placed as it is, and another device was used to complete the case. Because it was used on the rb, the device could be inserted again and fired. The surgeon commented that this case should never happened. If the device was not used on the rb but used on the tissue that additional cut is not possible, then the colostomy would be needed. The sales rep visited the surgeon for a follow-up one day after the surgery and was told that no leakage occurred so far, and he will wait and see for 5 days.

Event description:
It was reported that during a low anterior resection procedure, the device could not be fired although the battery had no problem. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.